Event description:
Three vials of onyx were used and reported that onyx visibility was difficult to see under the fluoroscope during procedure. No pt injury reported.

Manufacturer narrative:
Three vials of onyx were returned for eval, but did not contain enough of the embolic solution to perform testing. Radio-opacity test was performed on the retained sample from the same lot and was found to be within spec. (B)(4).